Event description:
Event description guidant received information that, 52.8 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) and was thus explanted. It was also reported that this particular model/serial device is impacted by the physician communication issued on june 17, 2005 for this model device.